Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were dropping out of the device. There was no other information at this time. They did state the case was completed with another liked device. The device was discarded at the account.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.